Event description:
Pt was admitted with a preoperative diagnosis of sepsis, infected central line. The central venous catheter was surgically removed from the pt and it was discovered that there was a hole in the catheter that contributed to the infection. This catheter was implanted at another medical center.